Event description:
It was reported that the handpiece began overheating during a bunionectomy. There was no reported pt or user injury, and the procedure was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the manufacturer for eval, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause for the overheating was problems with the sag head assembly, which was replaced along with other components as part of preventive maintenance. The handpiece was repaired and returned to the customer.